Manufacturer narrative:
The device had the cannula assembly undeployed. A dip in pulse widths was observed in conjunction with a drive stall, indicating a failure of the hook talon to detent the ratchet gear. The pod completed both priming sequences, but did not deploy, and was subsequently deactivated. The pod was reran, and the failure to detent was replicated. Inspection of the ratchet gear found a tooth to be damaged. The damaged tooth prevented the hook talon from advancing the gear, resulting in the reported needle mechanism failure. The damaged ratchet gear is confirmed as the root cause of the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle mechanism did not deploy. The pod was not worn, and no adverse patient impact was reported.